Event description:
It was reported that this right ventricular (rv) lead was explanted due to a product performance anomaly. This rv lead was successfully replaced. No additional adverse patient effects were reported. This product was not returned for analysis.